Event description:
Rptr alleged discrepant back to back blood glucose values of 500, 200, & 129 mg/dl when all tests were performed on the advantage sys. No exact timeframe between testing was provided other than the reference to "back to back". Customer stated not experiencing any hypoglycemic or hyperglycemic symptoms during the time of the testing. No actions were taken or treatment rec'd reportedly. A request was made for the return of the suspect device and replacement prod was sent.